Event description:
Complainant alleged that during a demostration, the device displayed message code "discharge fault". The complainant indicated that there was no patient involvement in the reported failure.